Manufacturer narrative:
No probe sample was returned for evaluation for the report of not cutting and aspirating well; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were two additional complaints associated with the lot for the reported issue. A sample was not returned by the customer and the device history record review associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
One probe sample was returned for evaluation for the report of the probe could not cut and aspirate vitreous well. The returned sample was visually inspected and deemed nonconforming. Excess burr observed in cutting edge of upper port. Cut testing was performed and deemed nonconforming. The cut was choppy. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Aspiration (bias-closed) testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 20 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Heavy gouging observed at the cutting edge, bend area, and several locations along the inner cutter. The complaint evaluation does not confirm the probe had an aspiration issue. The probe sample met specification for aspiration; however, during the complaint evaluation confirmed the probe had a cut issue. The most likely root cause for the poor cutting is that after probe being used in surgery for approximately 20 minutes, the inner cutter edge became damaged or had an incorrect cutter bend angle. Foreign material or other components within the probe may also impede the movement of the cutter shaft, causing poor cutter movement. The visual condition of the probe needle and the heavy gouging observed at the cutting edge, bend area, and several locations along the inner cutter also support that this is not a manufacturing related issue. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification for the aspiration issue and the exact root cause for the cut issue cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the probe could not cut and aspirate vitreous well during surgery. The product was replaced and surgery completed with no patient harm. A product sample has been requested for evaluation.